Manufacturer narrative:
Summary of evaluation: the plastic was not compatible with acidic chemical cleaning materials.

Event description:
The handle of the impactor was broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.